Event description:
It was reported that the filterwire snapped. A 3.5 x 5.5mm x 190cm filterwire ez was selected for use. Upon preparation, outside patient's body, while loading the device, it was noted that the wire came out the side of the delivery sheath. The physician then attempted to unload the filter basket and reload the wire into the delivery sheath; however, the wire snapped apart. The procedure was completed with a new device. There were no patient complications reported.